Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). (UDI) is unknown; no additional information was provided. No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed, root cause could not be determined, and no corrective action was required/ performed.

Event description:
It was reported that the cuff was not inflating properly during pre-test. No patient injury was reported.